Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2024)

Event description:
It was reported that during a port placement procedure, the guidewire allegedly got stuck and could not be withdrawn. It was further reported that the tip of the guidewire allegedly damaged. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly got stuck and could not be withdrawn. It was further reported that the tip of the guidewire allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: (expiration date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire with a loaded guidewire straightener and one guidewire hoop was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is inconclusive for the reported physical resistance and difficult to remove issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the reported deformation issue and the identified uncoiling/stretching and breakage issues, as a kink, break, and stretching apart of the coils near the distal end were all found on the guidewire. The flat core wire was noted to have a complete break at its distal end. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2024), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a port placement procedure, the guidewire allegedly got stuck and could not be withdrawn. It was further reported that the tip of the guidewire allegedly damaged. Another guidewire was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire with a loaded guidewire straightener and one guidewire hoop was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is inconclusive for the reported physical resistance and difficult to remove issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the reported deformation due to compressive stress issue and identified stretched and fracture issues, as a kink was noted on the guidewire. Uncoiling was noted throughout a portion of the guidewire, proximal to the distal end. The flat core wire was noted to have a complete break on its distal end. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 09/2024), g3, h2, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly got stuck and could not be withdrawn. It was further reported that the tip of the guidewire allegedly damaged. Another guidewire was used to complete the procedure. There was no reported patient injury.